Manufacturer narrative:
(B)(4). The transfer set was returned, and the evaluation was completed. Visual inspection and microscopic inspection were performed and revealed no abnormalities. Underwater leak testing, clear passage testing and clamp functional testing were performed with no issues noted. Integrity of seal surface testing was also performed with no issues noted. The internal diameter of the patient adapter was measured, and it was within specification limitations. The reported connection issue was unable to be verified during sample analysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of a uv flash transfer set would not connect securely to a titanium adapter. This occurred during patient use. The reporter stated that the patient connector would ¿run idle and not stop against¿ the adapter. There was no patient injury or medical intervention associated with this event. No additional information is available.